Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation showed the device going into back up vvi mode. A device download was successfully performed. The patient condition was stable.